Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was received with all operating currents within specification and passed self-test, unexpected restart error test and displacement test. No unexpected low battery, weak battery or failed battery test alarms noted during testing. Unit had minor scratched lcd window, cracked case at display window corners, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery. The customer¿s blood glucose level was unknown. The customer states the insulin pump but is getting battery failed test alarm. The customer said that he has used brand new batteries but still getting this message. The customer was assisted with troubleshooting for failed battery but does not want to continue and just want to replace the pump. The customer was advised to insert new battery. The insulin pump will be returned for analysis.